Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission found recorded episodes of non-sustained right ventricular over-sensing with inappropriate anti-tachycardia therapy delivered. The patient was brought in for chest x-ray which confirmed right ventricular lead dislodgement. An unsuccessful attempt was made to reposition the lead. However, the helix failed to extend. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate atp, helix mechanism issue and oversensing noise. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. After the lead was cleaned, the helix was able to extend and retract with torque directly applied to the inner coil. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the over torqued inner coil in the connector region consistent with procedural damage. The reported event of oversensing noise was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. X-ray examination and electrical tests of the lead did not find any indication of conductor fractures or internal shorts.